Manufacturer narrative:
The report from the field indicated that a patient came into the facility complaining of pain. Location and type of pain is unknown. During an imaging procedure, strut fractures were noted within the permanent vc filter. Details of the implantation procedure and about what, if anything, was done to remedy this event are unknown to the reporter. Additional information has been requested from the user facility and will be forwarded within 30 days of receipt. Due date: 09/15/2004.

Event description:
On imaging, strut fractures were noted on a vena cava filter. Patient outcome is unknown at this time.